Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("gen. Abnormal bleeding"), menorrhagia ("menorrhagia"), mental disorder ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, dysmenorrhoea, genital haemorrhage and menorrhagia had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, mental disorder, pelvic pain, post procedural complication and uterine perforation to be related to essure. The reporter commented: patient received treatment for pelvic pain, dysmenorrhea, gen. Abnormal bleeding, menorrhagia, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : previously reported event "injury to herself" updated to "uterine perforation" and events pelvic pain", " dysmenorrhea, gen. Abnormal bleeding, menorrhagia, perforation, psych injury, post removal complications " added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.